Event description:
As a user of abbott's libre continuous glucose monitor on (B)(6) 2025, I received abbot's urgent medical device correction email, ref: adc fa1002-2025. I followed the instructions and found that I had one freestyle libre 3 sensor affected by the recall. I completed and submitted the on line application to replace the defective sensor. Since 11/30/2025 I have received neither shipping information nor replacement sensor. Also, since 11/30 I have been unable to reach abbott customer service at the number printed on the sensor, 1-855-632-8658. The waiting queue on this line never ends. It appears that the abbot response to the defective continuous glucose monitor sensor problem is a farce. Please help.